Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a broccoli-shaped laa. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After seven recaptures, the 31mm watchman flx laa closure device met the position, anchor, size, and seal (pass) criteria and the device was released. As the was being removed, final observation revealed a mobile thrombus on the threaded insert of the implant. Since the was already out of the left atrium, the physician decided to not administer protamine at the end of the procedure, as planned, but rather begin anticoagulation medication that evening. Once the patient reversed from general anesthesia, a neurological exam was performed which showed no signs of cognitive dysfunction. The patient did well overnight and continued to pass additional neurological exams.

Manufacturer narrative:
B5: updated narrative with additional information. H6: coding updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a broccoli-shaped laa. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After seven recaptures, the 31mm watchman flx laa closure device met the position, anchor, size, and seal (pass) criteria and the device was released. As the was was being removed, final observation revealed a mobile thrombus on the threaded insert of the implant. Since the was was already out of the left atrium, the physician decided to not administer protamine at the end of the procedure, as planned, but rather begin anticoagulation medication that evening. Once the patient reversed from general anesthesia, a neurological exam was performed which showed no signs of cognitive dysfunction. The patient did well overnight and continued to pass additional neurological exams. It was further reported that the patient was discharged the day after implant procedure. One week later at follow-up, the patient presented with angina. The patient was re-admitted and had stents placed. The patient has a history of vessel calcification and angina prior to the watchman implant procedure. The physician does not assess the current hospitalization as related to the thrombus discovered during the watchman implant procedure. No further imaging was performed to visualize the thrombus. The patient continues anticoagulation medication.